Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a physician from (B)(6) of (B)(6) peritonitis in a (B)(6) subject coincident with dianeal pd1 therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, dianeal pd1 therapy was withdrawn. On (B)(6) 2010, the subject experienced (B)(6) peritonitis manifested by cloudy effluent, abdominal pain, and abdominal distension. On (B)(6) 2010, the subject began treatment with cefazolin and ciprofloxacin. On (B)(6) 2010, cefazolin and ciprofloxacin were discontinued, and the subject began treatment with vancomycin. On (B)(6) 2010, dianeal pd1 therapy was withdrawn. On (B)(6) 2010, treatment with vancomycin was discontinued. On (B)(6) 2010, the patient recovered from the case of (B)(6) peritonitis. An opinion of causality was not reported. The observational study was titled (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.